Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l devices at l4-5 and l5-s1 on (B)(6) 2026. The surgeon implanted one of the devices off of midline but thought that it would be okay. However, the patient was experiencing leg pain. The implant was removed on (B)(6) 2026 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The prodisc l device was not returned following the removal surgery. Therefore, no device evaluation could be completed. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed because the implant was placed off of midline. The submission is 1 of 3 devices involved in this event.

Event description:
A patient was implanted with two prodisc l devices at l4-5 and l5-s1 on (B)(6) 2026. The surgeon implanted one of the devices off of midline but thought that it would be okay. However, the patient was experiencing leg pain. The implant was removed on (B)(6) 2026 and the patient was fused.